Event description:
Customer reported damage to the pump housing and usb port, which affected the ability to charge the pump. Despite this, the pump did not shut down. There was no adverse impact to the customer's blood glucose level. Tandem technical support (cts) decided to replace the pump and confirmed the shipping address with the customer. They provided instructions for putting the pump into storage mode and for actions upon receiving the replacement pump. The customer was informed to return the defective pump within ten days using a pre-paid label and understood these instructions.